Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and the interconnect flex. Visual inspection revealed no anomalies. Bench analysis also revealed no anomalies, all low battery electrical tests met specifications. Conclusion: no defect found, could not confirm the intermittent failure found during service and repair of the device.

Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the lower case was broken and one battery contact was contaminated. Analysis found that the device failed incoming functional testing, but when functional testing was reran ten times, the device passed, it was determined that the device had intermittent operation. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).